Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user discontinued the ilet due to perceived complexity and transitioned back to multiple daily injections with rapid-acting and basal insulin, while experiencing episodes of low blood glucose and difficulty understanding instructions. Symptoms included hypoglycemia. Outcomes included need for self-treatment and counseling with troubleshooting and education. Investigation included review of the case details and user-reported experience. Investigation of this case revealed that no device malfunction was identified and that the cause of the hypoglycemia was unclear, with user difficulty operating the system noted. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.